Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The pump was returned, tested, and evaluated. Low pump flow. Visual inspection found a kink on the cannula. The root cause of low flow was a cannula kink that occurred during delivery through a small calcified aortic arch.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that an implanted impella cp pump kinked during implant as a result of the 77-year-old male patient's calcified aorta and small arch. The pump experienced multiple suction alarms due to the kink and the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
H.6 health effect - impact code 2199 was inadvertently reported on the original manufacturer device report (MDR). The device was replaced and this code has been added to h.6 in this supplemental MDR.